Event description:
It was reported that the patient underwent a posterior spinal fusion at t10-iliac. It was reported that the tap sheared off during use in the iliac. The broken portion was removed from the patient. No patient complications were reported.

Manufacturer narrative:
Additional info: visually confirmed the instrument is broken at the base of the radius near the 70mm mark. No surface defect identified that could contribute to crack propagation. Dimensional inspection of the diameter immediately below the fracture surface, as well as the instrument hardness were inspected and found to be within print specification. Microscopic examination of fracture surface finds a fairly brittle fracture with no indication of torsion or fatigue. River lines suggest the area of fracture initiation and direction of propagation. The location, fractographic evidence and morphology of the fracture surface, in conjunction with the verification of conformance to the relevant dimensional and material specifications suggest failure due to bend stress overload.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.